Event description:
It was reported that an emergency pt was brought into the cath lab for an exam. The system was switched on at 04:21:38 hrs. The operator had performed a test fluoroscopy and acquisition and the unit was properly functioning at that time. The very critical emergency pt was brought to the cath lab, and neither fluoroscopy nor acquisition was possible. The operator noticed that the keys in the ecc (examination control console) were inactive, and no exam set was selected in the ecc. The operator restarted the system but the system was not working. Finally, the operator switched off and switched on the entire system, after which the system was working fine. During the re-boot, (approx 27 minutes) the equipment was not working. "Bypass" fluoro was also not possible during this time. The doctors could not start the procedure until after the system was functional. After a few minutes into the procedure, the pt expired on the table.

Manufacturer narrative:
The investigation of this event is still ongoing in the designated complaint unit in (B)(4). This event occurred in (B)(6). Customer address: (B)(6).